Event description:
It was reported that a patient underwent a hernia ipom repair procedure on (B)(6) 2012 and absorbable staples were used to fixate the mesh. The patient developed a recurrent hernia. During the reoperation, it was noted that the mesh was not incorporated into the tissue. Also, the mesh was bareley fixated with the absorbable staples. The mesh had slipped into the hernial sac. Additional information has been requested.

Manufacturer narrative:
(B)(4) - recurrent hernia occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02634. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Four single explanted devices were returned, one of them was broken in the middle. No conclusion could be drawn by examination of these samples.